Event description:
It was reported that the pump displayed a malfunction code, specifically malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance to the customer for resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.